Event description:
It was reported that the patient presented in clinic for a follow-up after receiving inappropriate shock. Upon interrogation, the right ventricular lead was noted to exhibit high impedance measurements, high capture threshold and high sensing threshold. Fluoroscopy revealed that the lead was dislodged. The physician was unable to reposition the lead because the lead did not get fixed. The lead was explanted and the system was implanted on the right side due to formation of fibrous tissue on the left side. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.